Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
The customer reported issue was a continuous built-in test (cbit) high temperature with error code. The customer, a biomedical engineer, confirmed the reported error via the event log and duplicated the reported problem via operational check. This event was reported to have occurred while setting up the device for clinical use. There was no allegation of patient harm associated with this event. There was a minimal delay to patient therapy. The device was never placed on a patient and another device was used as a replacement. As a result of the continuous built-in test (cbit) high temperature error code, the air inlet filter was replaced. The unit was then tested for conformation that the issue had been resolved. The unit passed all specified tests. No further errors or issues were reported.